Event description:
It was reported the rapid atrial display of the epg (external pulse generator) was missing segments, and the epg turned itself off. The epg was returned for repair. There was no reported patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The atrial display was missing segments. The device shut off was due to pins of the interconnect flex being misaligned with the flex connector of the main printed circuit board.